Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient should have completed rewarm to 36.5c an hour and 20 minutes ago, but the baby was still 35.9c. They stopped therapy to drain and refill the pads to see if that would reset it, but before they did that the water temperature was 40c and the flow rate was 1.3lpm. Explained the arctic sun device was functioning properly. Confirmed the baby was taco-ed in the pad, the patient's head is lying on the pad and there is nothing between the pad and the baby. Earlier they had a washcloth between the pad and baby, but it has been removed now. Suggested doing diligent skin checks and continuing to monitor patient temperature. The device was still trying to get the patient to 36.5c though it says rewarming is complete. Explained they could add radiant heat if their protocol allows.

Event description:
It was reported that patient should have completed rewarm to 36.5c an hour and 20 minutes ago, but the baby was still 35.9c. They stopped therapy to drain and refill the pads to see if that would reset it, but before they did that the water temperature was 40c and the flow rate was 1.3lpm. Explained the arctic sun device was functioning properly. Confirmed the baby was taco-ed in the pad, the patient's head is lying on the pad and there is nothing between the pad and the baby. Earlier they had a washcloth between the pad and baby, but it has been removed now. Suggested doing diligent skin checks and continuing to monitor patient temperature. The device was still trying to get the patient to 36.5c though it says rewarming is complete. Explained they could add radiant heat if their protocol allows.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be an outlet water temperature regulation error due to software control. However, there was insufficient information to confirm this potential root cause. They stopped therapy to drain and refill the pads to see if that would reset it, but before they did that the water temperature was 40c and the flow rate was 1.3lpm. Explained the arctic sun device was functioning properly. Confirmed the baby was taco-ed in the pad, the patient's head is lying on the pad and there is nothing between the pad and the baby. Earlier they had a washcloth between the pad and baby, but it has been removed now. Suggested doing diligent skin checks and continuing to monitor patient temperature. The device was still trying to get the patient to 36.5c though it says rewarming is complete. Explained they could add radiant heat if their protocol allows. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.